Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, when the pump started, leakage of priming solution was noted from the sensor located on the side with the blue luer cap. *no consequence or health impact to patient *product was changed out *procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 27, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 4210, 19). The returned sample was visually inspected upon receipt, during which it was noted that the white luer cap was not returned on the unit and a tubing/connector was connected to the sparger port. It was also noted that there was a significant amount of dried blood within the threads of the large venting luer. A white luer cap was added to the sample for testing; the unit was then leak tested, as received by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and a leak was noted immediately. The large venting luer was then loosened and re-tightened by hand. The sample was then leak tested a second time and no leak was noted. A retention sample from the same lot number was visually inspected and confirmed to have no anomalies. It was also leak tested, and no leak was noted. The root cause for this event was determined to be the large venting luer on the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large venting luer was loosened, it had not been re-tightened fully, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.